Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection observed heavy salt accumulation on the snip eye and caused blockage, which made it difficult for water to flow through. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿2. Precautions for use (1) when resistance is encountered in inserting catheter, stop the procedure and remove the catheter. (2) when deflating balloon, do not aspirate with a syringe. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed.] (3) no substance except sterile water should be used to inflate the balloon. [If contrast medium is used, balloon may burst. If normal saline is used, crystallized salt may occlude the inflation lumen to prevent deflation of the balloon. If air is used, air may escape to cause inadvertent deflation of the balloon so that the catheter may come out prematurely. ] (4) do not wipe catheter surface with organic solvents such as alcohol. (5) do not aspirate urine through drainage funnel wall."

Event description:
It was reported that it was difficult to deflate the balloon of the catheter. The operator performed a percutaneous puncture into the bladder to burst the balloon and the catheter was successfully removed. The duration of usage was 7 days. It was later reported via email on 11 december 2018 from anori ishii (medicon representative) that there were missing pieces of the balloon. It was later reported via email on (B)(6)2018 from anori ishii (medicon representative), that it is unknown if there were missing pieces in the patient. No examination or additional intervention was implemented.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection observed heavy salt accumulation on the snip eye and caused blockage, which made it difficult for water to flow through. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿2. Precautions for use (1) when resistance is encountered in inserting catheter, stop the procedure and remove the catheter. (2) when deflating balloon, do not aspirate with a syringe. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed.] (3) no substance except sterile water should be used to inflate the balloon. [If contrast medium is used, balloon may burst. If normal saline is used, crystallized salt may occlude the inflation lumen to prevent deflation of the balloon. If air is used, air may escape to cause inadvertent deflation of the balloon so that the catheter may come out prematurely. ] (4) do not wipe catheter surface with organic solvents such as alcohol. (5) do not aspirate urine through drainage funnel wall."

Event description:
It was reported that it was difficult to deflate the balloon of the catheter. The operator performed a percutaneous puncture into the bladder to burst the balloon and the catheter was successfully removed. The duration of usage was 7 days. It was later reported via email on (B)(6)2018 from anori ishii (medicon representative) that there were missing pieces of the balloon. It was later reported via email on (B)(6)2018 from anori ishii (medicon representative), that it is unknown if there were missing pieces in the patient. No examination or additional intervention was implemented.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that it was difficult to deflate the balloon of the catheter. The operator performed a percutaneous puncture into the bladder to burst the balloon and the catheter was successfully removed. The duration of usage was 7 days. It was later reported via email on (B)(6) 2018 from (B)(6) (B)(6) representative) that there were missing pieces of the balloon. It was later reported via email on (B)(6) 2018 from (B)(6) ((B)(6) representative), that it is unknown if there were missing pieces in the patient. No examination or additional intervention was implemented.